Manufacturer narrative:
(B)(4). Foreign (B)(6), customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the screw was broken. No additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified extensive damage to the threads and head area. The head is stripped out and 1 thread is sliced off of the body. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.